Event description:
It was reported to olympus that during physical inspection by a field service engineer (fse), a resection sheath had broken off at the distal end. The reported issue was found during the reprocessing of the device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed through the fse¿s finding. The reported issue was most likely due to thermos-mechanical fatigue, wear and tear and/or improper handling. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The instructions for use state: ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion , no dents , no scratches ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.